Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer reported that the pk-sp generator had low output. Okr (olympus korea) performed an evaluation on the device. They were unable to confirm any issue with the output value in the device. They did however confirm a problem with the output mode change for the footswitch. The output mode change part of the connection socket does not work. A DHR (device history record ) review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was evaluated at olympus korea service site. Inspection noted that there is no abnormality in the output value of the device; however, it has been confirmed that the output mode change intermittently, part of the footswitch connection does not work. It was noted that there may be a problem with the internal board of the device or the footswitch connectors. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use the device output was not good. A coagulation check was requested. There were no further details provided on the event. There was no patient involvement reported. There was no user injury reported.